Manufacturer narrative:
Patient information was refused by the site. No parts have been returned to the manufacturer for analysis. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging device being used for a cervical spine procedure. It was reported that the image oscillated into double images. The same issue occurred despite performing imaging again. The physician inserted the vs screw on navigation by using that image, but out of bound(ob) was identified postoperatively. One unused spin. There was no patient impact reported and a less than one hour delay to surgery.